Event description:
It was reported the device was used during a sigmoid colon resection. After firing the ecs29, the surgeon checked and found good donuts. They then filled the pelvis with saline and inserted a sigmoidoscope to view the anastomosis and inject air to test for a leak. The result was that they found bubbles in the saline which meant to them that there was a leak in the staple line. They then reinforced the staple line with suture, rechecked for additional leaks, found none and closed. The rep asked the surgeon how many turns he opened the tissue compression knob after firing the instrument, and he told the rep he opened it one and a half turns. The rep explained to the surgeon that it should be no more than a half to three quarters of a turn to maintain an easy removal with no trauma to the staple line. There was no consequence to the patient.